Event description:
Additional information received reported that reprogramming was able to capture the patient's pain again. No malfunctions were seen and no interventions were taken. It was believed that the patient was receiving good therapy.

Event description:
It was reported that after the patient mopped her house on (B)(6) she began to notice a change in stimulation. On (B)(6) the patient felt a crack in her upper back near the wires and it seemed like stimulation was not working as well and wasn't covering the intended pain areas, specifically her lower back and right leg. The patient had increased stimulation and tried other programs without benefit. The patient was scheduled to be reprogrammed on (B)(6). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 39286-65 serial# (B)(4) implanted: (B)(6) 2010 explanted: na; programmer model 37743 serial# (B)(6) ; recharger model 37752 serial# (B)(4).